Event description:
It was reported that, "the dispersive electrode was not allow the esu to activate."

Manufacturer narrative:
The voluntary medwatch filed by the facility states that the dispersive electrode is available for eval. It has not been returned at this time. I will continue to attempt to have it returned for eval. A supplemental report will be filed.